Event description:
The programming system was returned and product analysis was performed. The handheld device was powered using the returned ac power supply and one of the serial cables with no anomalies. The initial setup process was performed. During startup, it was identified that the charge light on the power button was not on, an indication that the main battery is not being charged by the handheld. The handheld was opened and a visual inspection performed on the handheld main board. A visual inspection identified that the solder connections between the main battery terminal and main board were broken (cracked). The battery terminal was soldered onto the handheld main board. The handheld device was powered using the returned ac power supply with no observed anomalies. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis of the wand found that other than normal wear related observations, no external visual anomaly was identified with the serial data cable or case. Internal visual inspection of the printed circuit board assembly and associated components revealed no anomaly. Analysis of the programming wand in the lab identified and confirmed intermittent communication difficulties. The serial data cable, which produced communication errors, had an intermittent conductor at the db9 connector location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician was having problems with their programming system and requested a replacement handheld. The physician noticed that there was an issue about a month prior. It was determined that when the handheld is plugged into the wall, the orange power light would come on and would be able to be used with no issues. Once the handheld is unplugged, the handheld would go back and could not be used. The medical assistant was able to confirm that the hhd would show that it was charging in the user preferences and had almost a full bar, but when unplugged, the bar would go out and it would warn that the battery was depleted. The company representative went to the site and confirmed the report. Attempts for product return have been unsuccessful to date.